Event description:
It was reported that a "speaker malfunction" message is displayed. A good faith effort (gfe) was made and confirmed that audio was present at the time of the event. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who had the customer remove the battery and wait 5 seconds before reinserting it. The customer confirmed the message disappeared. The device was confirmed to be operating per specifications after the battery was reboot. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that a "speaker malfunction" message is displayed. It is uknown if the device was able to product an audible sound. The device was in use on patient at time of event, there was no adverse event reported.